Event description:
A caller reported a minimum fill notification with their insulin pump. There was no adverse impact to the customer's blood glucose level. The caller was instructed to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. Loading a new cartridge resolved the issue, and the caller successfully resumed insulin delivery.